Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all the keys were not responding. A field service engineer replaced the keyboard to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system keyboard stopped working in the middle of the case. The customer stated that they moved the scheduled case to other available operating room and confirmed no patient harm was encountered. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system keyboard stopped working in the middle of the case. The customer stated that they moved the scheduled case to other available operating room and confirmed no patient harm was encountered. There were no adverse event or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b3, d1, d5, d9, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-aug-2022 to 29-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the keyboard all keys are not responding. Reseated the usb cable and the keyboard was working. But customer complained that¿s a recurring issue and it happened in the middle of case. A field service engineer replaced the keyboard to resolve. The system functioned as intended after troubleshooted by the field service engineer.